Event description:
During a remote follow-up, decrease in pacing impedance and noise due to electromagnetic interference (emi) were observed on the right ventricular (rv) lead. The rv lead is pending lead revision procedure. The patient was stable.